Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102. The cause for the failure was isolated to corrosion on pca connector j1000. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102 (charge profile fault).